Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with two plus edema of the left eye four days following lasik treatment. The patent reported blurry vision. The topical steroids were increased with a follow up planned for two days later. Three weeks following treatment the patient reported ongoing blurry vision which was improving with the continued topical steroid use. Additional information received; the patient had a preexisting viral infection without reoccurrence prior to treatment. This resulted in corneal swelling post surgery without response to post treatment. The patient has been referred to a corneal specialist for further treatment.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. No technical root cause was identified as the product was found to be within specifications. Customer stated edema due to preexisting viral infection, resulted with corneal swelling post surgery. The manufacturer internal reference number is: (B)(4).